Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03395, 0001822565-2018-03394, 0001822565-2018-03393, 0001822565-2018-03392, 0001822565-2018-03391, 0001822565-2018-03390, 0001822565-2018-03389. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the products had stains within the sterile barrier. This was found at the distributorship and not during a procedure. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Report source foreign ¿ (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified the returned product's packaging did have a stain on the packaging. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency. Complaints are being monitored and reviewed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.